Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose readings and insulin flow blocked alarm. The customer's blood glucose value was 476 mg/dl. The customer was assisted with 5.0 fill cannula and insulin did not exit. The customer stated that the pump fell while it was on her stomach. The product was not returned for analysis.